Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was having inadequate stimulation. It was noted that the patient was experiencing low back and hip pain. Lead migration was confirmed through x-ray and only 2 out of 8 contacts were useable on right lead and the patient was having a malfunctioning ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced for an MRI compatible system. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having inadequate stimulation. It was noted that the patient was experiencing low back and hip pain. Lead migration was confirmed through x-ray and only 2 out of 8 contacts were useable on right lead and the patient was having a malfunctioning ipg. The patient will undergo a revision procedure.